Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient called to request a replacement sensor on (B)(6) 2024. Initially she reported she had a ¿no restart, replace sensor ¿message 15 to 30 minutes after sensor insertion, and it did not alarm or display readings. She requested overnight shipment because she said she was unable to take insulin without her tandem insulin pump, and she needed a cgm (continuous glucose monitoring) sensor for that. Later, (B)(6) 2024 and (B)(6) 2024, she clarified and corrected the earlier statements about the sensor. The patient inserted the sensor around 8:00-9:00 pm on (B)(6) 2024 and went to bed. The patient used a tandem insulin pump and the app on her phone as display devices. She fell asleep and woke up at 2:00 am on (B)(6) 2024. The cgm was beeping and had failed. It displayed a ¿no restart-replace sensor ¿message. She felt unwell and experienced vomiting for several hours. Her bg (blood glucose) was high (unspecified value), and it was hard to read the glucometer. She called ems (emergency medical services) and the bg fs by paramedics was over 500 mg/dl. She arrived at the hospital at 6:30 am on (B)(6) 2024 where treatment included IV insulin. She was admitted to ICU (intensive care unit) to stabilize her bg level. On (B)(6) 2024 she called to check the replacement shipment as her hcp (healthcare provider) would not discharge her without an available sensor. She did not remember other details except that she may have been discharged home on friday, (B)(6) 2024. At the time of the follow up call on (B)(6) 2024 she had recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.